Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while in the base of stomach, there was misshaped staple formation. To resolve the issue, the surgeon reinforced the area with sutures due to questioning strength integrity of misshaped staples. The surgical procedure was extended for more than thirty minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.